Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) patient reported finding a fluid leak. The pt's contact stated that after receiving a "fill complication" cycler warning, the pt noticed fluid leaking from the connection between the solution bags and the cycler tubing set. The pt contact was advised to contact the pt's pd nurse. The set was not made available for evaluation. During follow up, the pt's pd nurse stated the pt did not have any signs of infection and has not been given any antibiotics.